Manufacturer narrative:
(B)(4).

Event description:
During the index procedure two resolute integrity drug eluting stents were implanted in the cx. Approximately four months post the index procedure, the patient suffered a gi bleed and was treated with a transfusion. The patient was on aspirin and clopidogrel at the time of the event. Investigator indicated that the event was not related to the study device. Patient recovered.